Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during procedural setup, the imaging appeared "glitchy". Multiple troubleshooting steps were performed to resolve the issue; however, this issue persisted. While troubleshooting the imaging issue, the cystoscopy connection appeared to disconnect. Multiple troubleshooting attempts were made in attempt to reconnect the cystoscope which were successful; however, the imaging still appeared "glitchy". The treating surgeon decided to abort the procedure due to the reported event. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The hydros ultrasound engine was not returned for investigation. The treatment log files were reviewed and found occurrences of e916 and e917 errors; confirming the reported failure. A procept field service engineer was dispatched to the hospital to troubleshoot. It was found that two hydros trus probes had fluid ingress within the probes, which caused the reported failure. Fluid ingress was caused by reprocessing of the hydros trus probes after usage. The root cause was determined to be user. A review of the device history record (DHR) for hy1000-us/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The hydros robotic system user manual (um), um0401-00-01 rev. B, was reviewed. Section 6.3.4 states the below: 6.3.4 imaging settings and controls the image settings controls (figure 11) can be used to adjust image parameters for the trus and scope. Select the settings button from the tool bar. Select the image modality to be adjusted and use the controls to adjust the setting as desired. The gain, depth, and width of the trus image can be adjusted. The preset image settings profiles provide options. To select between commonly used ultrasound settings. There are also advanced ultrasound imaging settings. Options with further controls - see section 14.4 for additional information on advanced settings. The brightness of the cystoscopic image can be adjusted to low, medium, or high setting. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.